Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to field b5 describe event to problem field for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that during a routine follow-up appointment, when the device was interrogated with a programmer, the projected battery longevity of 5 years remaining. The physician was confused as the longevity prediction at the previous follow-up was one year remaining. The device was re-interrogated and the correct longevity assessment of 1 year was seen. The physician is continuing with normal follow-up appointments and no adverse patient effects were reported. The device remains implanted and in-service. Exhaustive attempts were made for the device serial number, but a response was not received.